Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/8/2021. Additional h6 component code: g07002 - device not returned; g07002 - conforming device. Additional h3 investigation summary: impacted product indicate code is sa83g, but actual code is sa845g for qd2gh. Actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance, knot pull tensile strength and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. (B)(4). Date sent to the FDA: 2/8/2021.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number qd2gh, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hemorrhoidectomy procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.